Event description:
It was reported that the patient with this pacemaker device reported syncopal episode. This syncope was noted during patient's hip revision surgery. Upon review, the right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. A lead safety switch (lss) was triggered due to out-of-range impedances. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was noise resulting in pacing inhibition. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device reported syncopal episode. This syncope was noted during patient's hip revision surgery. Upon review, the right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. A lead safety switch (lss) was triggered due to out-of-range impedances. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was noise resulting in pacing inhibition. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.